Event description:
Caller reported a cartridge alarm 30 during the load process, which prevented successful loading and continuation of insulin therapy. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support assisted the caller with proper loading techniques, but when the alarm recurred, they decided to send a replacement pump and provided instructions for returning the problematic pump. The customer was advised on steps to follow upon receiving the replacement, understood these instructions, and will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery.